Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached luer adapter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed within the extension tubes. The red luer adapter was received completely detached from the extension tube. The red-luered lumen extension tubing markings were completely worn. Tactile inspection of the sample revealed severe tensile weakness throughout the red-luered lumen extension tubing. Microscopic inspection of the sample confirmed the presence of necking at multiple regions along the length of the red-luered lumen extension tubing. Inspection of the strain-relief sleeve and the red luer adapter was unremarkable. The components appeared well-formed and free of apparent defect. The severe and abundant tensile weakness and absence of physical defects in the two separated components indicated that the luer adapter was separated from the extension tubing by repetitive tensile (pulling) stress. Such stress may have occurred during accessing, de-accessing and catheter maintenance. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter hub came off and the medicine leaked. The statlock had been stabilized with dressing. The patient had been put a pair of mittens on his/her hands so it is unlikely he/she removed the catheter.